Event description:
The drt150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient reported experiencing halos at night that affected her ability to drive. The patient's best corrected visual acuity remained 20/20 both pre and post operatively. The iol was explanted during a secondary surgical procedure and replaced with a non-johnson & johnson lens, ent200 20.5 iol. There was no incision enlargement, no medical attention, no medication prescribed (outside of standard care), no procedural delays, no sutures, and no vitrectomy during the lens exchange procedure. The iol directions for use were followed. Patient prognosis post iol explant was reported as fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 07-jan-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a plastic bag along with a piece of foam. During a visual inspection, the device was inspected under magnification. The lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt150 model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that the production order was released within diopter specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.